Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced front cover (bottom front corners cracked), rear case (bottom front corners cracked), barrel clamp (cracked handle), handles (cracked), left iui (contaminated) and right iui (contaminated). Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the front case - damaged/ cracked (bottom front). Device history review a review of the device history record for sn (B)(4) was performed from date of manufacture 10/03/2008 to present date 12/18/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken or damaged. It has minor cracks on the front case and something rattling inside the unit. No additional information was provided. There was no patient involvement.